Manufacturer narrative:
The referenced subarachnoid hemorrhage was reported under medwatch MFR report# 2916596-2018-00895. The referenced recurrent methicillin-susceptible staphylococcus aureus infections were reported under MFR report# 2916596-2018-00893, 2016596-2018-00894 and 2916596-2018-00903. (B)(4). Approximate age of device - 1 year, 3 months. The device will not be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018. "Oct2016" from infection. The patient had a history of ischemic cardiomyopathy and status post of the lvad device, the patient experienced crohn's disease colectomy, chronic kidney disease, stage 4, platelet activating factor paroxysmal atrial fibrillation (paf), anemia, subarachnoid hemorrhage, diabetes mellitus (dm) with insulin pump, and hypothyroidism. The patient also had multiple recent hospital admissions over the last 3-4 months with recurrent (B)(6) and e coli wound infection, with incision and wound vac placement. On (B)(6) 2018, the patient had a regularly scheduled lab draw with a na of 128, k of 2.5, creatinine (cr) of 4.5 and an inr of 2.6. The patient was found to be hypokalemic with acute kidney injury) and was directed to the emergency department for further evaluation and treatment. During the hospitalization the patient was treated for multidrug resistant escherichia coli bacteremia with persistent positive blood cultures on IV ertapenem. IV antibiotics were changed to avycaz prior to discharge. However, due to worsening condition and poor prognosis, and after discussion with primary and palliative care team, patient and family decided to discharge home with home health and palliative home care with transition to hospice as warranted. The pump will not be returned. No additional information was provided.

Manufacturer narrative:
A specific cause for the infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.